Manufacturer narrative:
Based on the results of the investigation, it is assumed that the foreign material could not be removed by reprocessing because it adhered to a place that is not on the outer surface of the scope. However, the root cause of the reportable malfunction could not be conclusively specified. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in enf-vh operation manual chapter 3 preparation and inspection. IFU states the preventative measures in enf-vh reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, a foreign object was found in the rhino-laryngo videoscope's charged coupled device glass, causing a blurry image. There was no patient involved.